Manufacturer narrative:
Zimmer biomet (B)(4). Patient age not provided/unknown. Patient weight not provided/unknown. Event date not provided/unknown. Device not returned.

Event description:
It was reported that driver fractured. The procedure was completed with another driver from stock.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One driver was returned for investigation. Visual evaluation of the as returned product identified the tip to be fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: device expiration is n/a. H3: changed "no" to "yes."